Manufacturer narrative:
The technician found the trend switch arm was bent. The technician adjusted the arm to repair the bed.

Event description:
Bed malfunctioned due to bending of the trend switch arm.